Event description:
It was reported the customer received a no delivery alarm. The customer stated the alarm occurred when he attempted to prime. The customer's blood glucose was 50 mg/dl. Customer has treated their blood glucose with juice. Customer also stated the alarm was resolved by a reservoir change. The customer also requested to have his insulin pump replaced. Customer will also return their reservoir for analysis. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.